Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with no calcification. Pre-dilatation was performed and the 3.0 x 23 mm vision stent delivery system (sds) was advanced to the lesion without issue. When an attempt was made to inflate the sds balloon to nominal pressure, there was no pressure in the balloon. A new vision sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no nonconforming material records that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.